Event description:
It was reported that during infusion with bd alaris pump module smartsite blood infusion set blood was discovered to have leaked into the IV channel. The following information was provided by the initial reporter: when the blood infusion was complete and before switching to a saline flush, nurse opened the IV chamber and blood from the transfusion was in the IV channel chamber. Nurse stopped the blood transfusion and placed the tubing in a biohazard bag. She also noted, she didn¿t notice a leak when she primed the tubing with saline, prior to hanging the blood.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-jun-2023. H6: investigation summary one used sample was received and tested by our quality team. The set was primed and the leak described by customer's complaint was quickly verified. There was a small pinhole at the silicone upper fitment which resulted in a small stream of water being produced. The pinhole was analyzed under microscope and the findings were sent to the manufacturer for further investigation. This failure is not due to manufacturing error and the root cause remains unknown. This has been seen in the past as a result of improper loading into the infusion pump. Two possible lots were found for this device after combing production records. A device history record review for model 2477-0007 lot number 22125224 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08dec2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. A device history record review for model 2477-0007 lot number 22125263 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12dec2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that during infusion with bd alaris pump module smartsite blood infusion set blood was discovered to have leaked into the IV channel. The following information was provided by the initial reporter: when the blood infusion was complete and before switching to a saline flush, nurse opened the IV chamber and blood from the transfusion was in the IV channel chamber. Nurse stopped the blood transfusion and placed the tubing in a biohazard bag. She also noted, she didn¿t notice a leak when she primed the tubing with saline, prior to hanging the blood.

Manufacturer narrative:
D.4. Medical device lot #: (01)07613203019460 was reported, however, that is the UDI # this product. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.